Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was a patient death on (B)(6) 2018 at 3:05 am while the patient was on bed s5tele27. The customer stated that the "akku leer" alarm had failed to alarm.

Manufacturer narrative:
Date corrected.

Manufacturer narrative:
No malfunction occurred. Telemetry battery inop alarms were provided to the user with evidence of alarm silencing occurring after which the battery continued to operate for a period of time before the battery became depleted and the telemetry device went offline. During this event, the information center provided the expected alarms based upon the evaluation of the audit log data provided. Testing of the device by a local field service engineer found no evidence of malfunction involving audio or other system issue. Use of the device is considered to have been a factor in the event as the user failed to replace the batteries of the device when the "akku leer" empty battery inop alarm had been announced at the information center. Product labeling describes battery operation, expected performance and system alarm behavior adequately. No further action or investigation is indicated at this time.